Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be duplicated or confirmed. An assessment was performed on the device which determined the unit met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during maintenance and inspection, it was discovered that the attachment device was heating up and hard to turn. The reporter stated that the device was warmer than the other attachment devices tested. The event was not related to surgery. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.